Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged. Customer¿s blood glucose (bg) level was 100 mg/dl during 1 event; bg could not be provided during other events. The customer reverted to an alternate method of insulin therapy.

Event description:
At the time of the event, the customer continued to use the pump for insulin therapy.